Event description:
It was reported that "after 5 shots, clips stop going out, and clips didn't gripped enough over the arteries and fell down into the pt even though they looked well closed. Clips have been twisted when clicked over the arteries and then fell down into pt. No pt injury, however, surgery time was extended.

Manufacturer narrative:
The device evaluation in anticipated, but as yet has not begun. We will file a supplemental report when the investigation is completed. Note: the handle to this device is reusable the cartridge installed in device before shipping is disposable. This device is manufactured for conmed. The device has been returned to conmed, and will be sent to the MFR for eval.